Event description:
It was reported that the insulin pump had an unresponsive keypad. The customer also states that they have been having high blood glucose levels. The caller did not know the current blood glucose reading. No significant events leading to the keypad issues were observed. Advised to have the customer call to conduct troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.